Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low escape rhythm and exit block. It was noted that there was there was high undefined impedances and no pacing from the right atrial (ra) lead. It was also noted that an x-ray confirmed a ra lead fracture. The ra lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low escape rhythm and exit block. It was noted that there was there was high undefined impedances and no pacing from the right ventricular (rv) lead. It was also noted that an x-ray confirmed a rv lead fracture. The rv lead was inactivated and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.